Event description:
The customer reported to olympus that the colonovideoscope angulation worked but the angulation control knob felt too stiff. The issue was found during preparation for use. The intended diagnostic procedure was completed using a similar device, with no delay and no harm reported. The device was returned for evaluation. During the device evaluation, foreign material was found on the scope. This report is being submitted for the presence of foreign material found on the device during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device evaluation found the image was partially dark due to dirt on the objective lens, the auxiliary tube was clogged, and there was a stain on the distal end cover. The light guide bundle was abnormal, the objective lens was broken, and the adhesive on the rubber covering in the bending section was deteriorated/discolored/broken. The connecting tube was buckled, and switch one was dented. The gap on the up/down angulation control knob was out of standard due to wear of the angle wire, the angulation in the down direction did not work because the angle wire was cut, and the right/left and up/down angulation control knob was deformed. Based on the results of the investigation, it was confirmed that the customer reprocessed the device prior to sending it to olympus for evaluation. The foreign material could not be identified and the root cause of the presence of the foreign material could not be determined. The event can be detected/prevented by following the instructions in the device¿s instructions for use (IFU): operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.